Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for sterilization. Shortly after undergoing the essure procedure, plaintiff began to suffer severe abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. She also began experiencing weight fluctuations and pain during intercourse. Since undergoing the essure procedure she suffered from severe migraines - for which she had no history of suffering prior to undergoing the implantation of essure. The plaintiffs essure related pain grew so severe that she was eventually prescribed robaxin and morphine. She was recently diagnosed with acute transverse myelitis and has lost bladder control. At the reporting time, she continued to experience extreme abdominal pain from the essure coils. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. This pain (related to essure according to reporter) grew so severe that she was eventually prescribed robaxin and morphine, as treatment. She was also recently diagnosed with acute transverse myelitis. These events are listed in the reference safety information for essure, except acute myelitis tranverse which is unlisted. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between these events and essure use cannot be excluded. Besides, given the apparently long term nature of this pain and the fact that a medical intervention was required (morphine prescription) this case is regarded as incident. Lastly, given the probable autoimmune origin of myelitis transverse and essure's local action in fallopian tubes, causal relationship between this event and essure use is very unlikely. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 31-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. This pain (related to essure according to reporter) grew so severe that she was eventually prescribed robaxin and morphine, as treatment. She was also recently diagnosed with acute transverse myelitis. These events are listed in the reference safety information for essure, except acute myelitis tranverse which is unlisted. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between these events and essure use cannot be excluded. Besides, given the apparently long term nature of this pain and the fact that a medical intervention was required (morphine prescription) this case is regarded as incident. Lastly, given the probable autoimmune origin of myelitis transverse and essure's local action in fallopian tubes, causal relationship between this event and essure use is very unlikely. Non-serious events were also reported. Based on the available information, there is no relationship between the reported event and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding / bleed very heavy / heavy and prolonged bleeding"), antiphospholipid syndrome ("hughes syndrome"), myelitis transverse ("acute transverse myelitis") and systemic lupus erythematosus ("lupus flares") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 (gravida IV, para 1 (delivery on 06-sep-2006)), recurrent abortion and spinal fusion surgery (reason: disc degenerated) in 2010. Concomitant drugs (unspecified): pain and migraine medications, circulatory medications, lupus medications, depression/anxiety medications. Essure not removed. She planned to have it removed (non scheduled). Previously administered products included for an unreported indication: depo shot from 2009 to 2011 and implanon from 2006 to 2009. Concurrent conditions included systemic lupus erythematosis (lupus, not recovered. Lupus flares are more pronounced since the essure implant.) Since 2008. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), antiphospholipid syndrome (seriousness criterion medically significant), myelitis transverse (seriousness criterion medically significant), back pain ("severe back pain / pronounced lower back pain / pronounced lower back sharp pain / chronic pain / low pain / pain"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("migraines"), loss of libido ("no sex drive/low sex drive"), alopecia ("hair loss"), dental caries ("tooth decay"), abdominal pain lower ("low tummy area sharp cramps / cramp immensely"), hypoaesthesia ("numbness"), fibromyalgia ("fibromyalgia"), osteoporosis ("osteoporosis") and adverse event ("random diagnoses"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("chronic pelvic pain"), arthralgia ("more pronounced joint pain") and chest discomfort ("chest issues"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), urinary incontinence ("lost bladder control"), headache ("headaches"), muscle spasms ("cramp immensely"), rash ("rashes"), loss of personal independence in daily activities ("loss of independence"), abdominal distension ("low tummy area swelling") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with methocarbamol (robaxin), morphine, gabapentin, oxycodone hydrochloride (oxycontin), escitalopram oxalate (lexapro), duloxetine hydrochloride (cymbalta), doxepin and topiramate (topamax). Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic pain, systemic lupus erythematosus, back pain, depression, anxiety, migraine, headache, loss of libido, abdominal pain lower, fibromyalgia, arthralgia and chest discomfort had not resolved and the genital haemorrhage, antiphospholipid syndrome, myelitis transverse, fatigue, weight fluctuation, dyspareunia, urinary incontinence, muscle spasms, alopecia, rash, dental caries, loss of personal independence in daily activities, abdominal distension, hypoaesthesia, osteoporosis, adverse event and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, alopecia, antiphospholipid syndrome, anxiety, arthralgia, back pain, chest discomfort, dental caries, depression, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, loss of libido, loss of personal independence in daily activities, mental disorder, migraine, muscle spasms, myelitis transverse, osteoporosis, pelvic pain, rash, systemic lupus erythematosus, urinary incontinence and weight fluctuation to be related to essure. The reporter commented: she was prescribed morphine for abdominal pain. Plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-nov-2017: plaintiff fact sheet received. Discrepancy in insertion date ((B)(6) 2012 and (B)(6) 2012). Muscle spasms, loss of libido, hair loss, rash, tooth decay, loss of personal independence, abdominal cramping, chronic pain, anxiety, numbness, fibromyalgia, osteoporosis, random diagnose, hughes syndrome, chest issues, pelvic pain, joint pain and mental state abnormal aggravated added as events. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding / bleed very heavy / heavy and prolonged bleeding"), antiphospholipid syndrome ("hughes syndrome"), myelitis transverse ("acute transverse myelitis") and systemic lupus erythematosus ("lupus flares") in an adult female patient who had essure (batch no. 846834, 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 (gravida IV, para 1 (delivery on (B)(6) 2006)), recurrent abortion, spinal fusion surgery (reason: disc degenerated) in 2010, breast pain female, back pain, antiphospholipid syndrome, fitz-hugh-curtis syndrome, hematuria, hypertension, spinal fusion surgery, breast operation, back surgery, dental operation, hughes syndrome, cystoscopy, non-hodgkin's lymphoma, blood pressure abnormal, sleep disorder, cellulitis, sinusitis, mammogram, body mass index normal, anemia, urinary tract infection, fibromyalgia, migraine, hughes syndrome, osteoporosis, depression, anxiety, dizziness, malar rash, phototoxicity, vitamin b12 deficiency, anemia, hypertension, mood disorder, edema and bipolar disorder. Concomitant drugs (unspecified): pain and migraine medications, circulatory medications, lupus medications, depression/anxiety medications. Essure not removed. She planned to have it removed (non scheduled). She denied use of alcohol. * on (B)(6) 2012: essure confirmation test(dye test) - results not specified (B)(6) 2009: mammo digital diagnostic bilat rdo (as given: moderate fibroglandular tissue density is present in both breasts. The left breast is otherwise unremarkable. The right breast shows some focal asymmetric density in the mid aspect of the breast, likely representing a summation shadow; however, because of the lack of prior mammograms, further evaluation with spot compression and rolled views of the right breast in cc projection is recommended. In addition, there is some asymmetric increased density in the retroareolar region of the right breast with no definitive focal lesion. There is suggestion of mild nipple retraction. This could also be reevaluated on the cc projection. In addition, evaluation of the right breast with ultrasound is recommended with attention to the 12 o'clock position as well as the retroareolar location. (B)(6) 2010: MRI lumbar spine wo+w contrast: mild interval progression of anterolisthesis of l5 over s1 since (B)(6) 2010. There is now grade ii spondylolisthesis of approximately 50%. There is persistent moderately severe bilateral neural foramina narrowing and mild central canal stenosis, not significantly changed (B)(6) 2013: CT lumbar spine wo contrast: post surgical and degenerative changes noted without acute lumbar findings. (B)(6) 2013:CT scan of the abdomen and pelvis with oral contrast. No acute intracranial or pelvic findings (B)(6) 2015:xr chest ap or pa vw (as given):findings suggest the possibility of early interstitial edema. (B)(6) 2015:cta chest w wo contrast:no pulmonary embolus. The lungs are clear. Bilateral axillary lymphadenopathy (B)(6) 2016:fl spinal puncture lumbar diagnostic:technically successful fluoroscopically guided lumbar puncture. (B)(6) 2016:mammo digital screen bilateral: bl rads category: 2 - benign (B)(6) 2016: us venous lower extremity bl lateral w compression:no evidence of deep venous thrombosis involving either lower extremity. (B)(6) 2016: cta chest w wo contrast:no evidence of pulmonary thromboembolus. Bilateral axillary lymphadenopathy has improved since (B)(6) 2015: streaky airspace disease in the left lung base is most compatible with subsegmental atelectasispneumonia is felt less likely. (B)(6) 2017: cta chest w wo contrast:no evidence of pulmonary thromboembolus or other acute cardiopulmonary abnormality. Improving bilateral axillary lymphadenopathy. Previously administered products included for an unreported indication: depo shot from 2009 to 2011 and implanon from 2006 to 2009. Concurrent conditions included systemic lupus erythematosis (lupus, not recovered. Lupus flares are more pronounced since the essure implant.) Since 2008, lupus erythematosus, swelling of legs, shortness of breath, nausea, vomiting, contusion, edema, cough, syncope, vaginal discharge, nonsmoker, ataxia, weakness, tachycardia, multiple sclerosis, lyme disease, decreased appetite, chest wall pain, vaginitis, vaginal odor, candidiasis, hematuria, dysuria, leukopenia, peripheral neuropathic pain, osteoarthritis knee, hypokalemia, skin nodule, fever and tachycardia. Family history included breast cancer and crohn's disease (sister). Concomitant products included duloxetine and escitalopram for depression and anxiety, topiramate for headache, sumatriptan for migraine, tizanidine for muscle spasms, oxycodone hydrochloride;paracetamol (percocet) for pain, trazodone for sleep disorder therapy as well as acetylsalicylic acid (cartia), alendronate sodium (fosamax), alprazolam (xanax), amlodipine, armodafinil (nuvigil), azathioprine, clonidine, fluconazole, fluoxetine, hydrocodone bitartrate;paracetamol (norco), hydroxychloroquine, hydroxychloroquine, lisinopril, methylprednisolone, mycophenolate mofetil (mycophenolate), prednisone, sulfamethoxazole;trimethoprim (bactrim), sulfamethoxazole;trimethoprim (mortin), sumatriptan succinate (imitrex df), venlafaxine hydrochloride (effexor) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), antiphospholipid syndrome (seriousness criterion medically significant), myelitis transverse (seriousness criterion medically significant), back pain ("severe back pain / pronounced lower back pain / pronounced lower back sharp pain / chronic pain / low pain / pain/ back pain"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations/"), migraine ("migraines"), loss of libido ("no sex drive/low sex drive"), alopecia ("hair loss"), dental caries ("tooth decay"), abdominal pain lower ("low tummy area sharp cramps / cramp immensely"), hypoaesthesia ("numbness"), fibromyalgia ("fibromyalgia"), osteoporosis ("osteoporosis"), adverse event ("random diagnoses"), menorrhagia ("heavy and prolonged bleeding") and dysmenorrhoea ("menstrual pain"). In (B)(6) 2012, the patient experienced pelvic pain ("chronic pelvic pain /pelvic pain,") and dyspareunia ("pain during intercourse"). In 2013, the patient experienced arthralgia ("more pronounced joint pain") and chest discomfort ("chest issues"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), urinary incontinence ("lost bladder control"), headache ("headaches"), rash ("rashes"), loss of personal independence in daily activities ("loss of independence"), abdominal distension ("low tummy area swelling"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), allergy to metals ("allergic to nickel"), urinary tract disorder ("urinary issues"), vulvovaginal mycotic infection ("yeast infection"), chest pain ("chest pain"), respiratory tract infection ("respiratory infection"), anaemia ("anemia") and urinary tract infection ("uti"). The patient was treated with doxepin, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), gabapentin, methocarbamol (robaxin), morphine, oxycodone hydrochloride (oxycontin), topiramate (topamax) and back brace. Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic pain, systemic lupus erythematosus, back pain, depression, anxiety, migraine, headache, loss of libido, abdominal pain lower, fibromyalgia, arthralgia and chest discomfort had not resolved and the genital haemorrhage, antiphospholipid syndrome, myelitis transverse, fatigue, weight fluctuation, dyspareunia, urinary incontinence, alopecia, rash, dental caries, loss of personal independence in daily activities, abdominal distension, hypoaesthesia, osteoporosis, adverse event, mental disorder, menorrhagia, dysmenorrhoea, allergy to metals, urinary tract disorder, vulvovaginal mycotic infection, chest pain, respiratory tract infection, anaemia and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, alopecia, anaemia, antiphospholipid syndrome, anxiety, arthralgia, back pain, chest discomfort, chest pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, loss of libido, loss of personal independence in daily activities, menorrhagia, mental disorder, migraine, myelitis transverse, osteoporosis, pelvic pain, rash, respiratory tract infection, systemic lupus erythematosus, urinary incontinence, urinary tract disorder, urinary tract infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: she was prescribed morphine for abdominal pain. Plaintiff is currently planning for essure removal. Insertion date: (B)(6) 2012,(B)(6) 2012. As per reported. If you have not had your essure removed, are you currently planning for essure removal yes, current weight 151 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Lot number:823468 manufacture date: 2011-01 expiration date: 2014-01. Lot number:846834 manufacture date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding / bleed very heavy / heavy and prolonged bleeding"), antiphospholipid syndrome ("hughes syndrome"), myelitis transverse ("acute transverse myelitis") and systemic lupus erythematosus ("lupus flares") in an adult female patient who had essure (batch no. 846834, 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 (gravida IV, para 1 (delivery on (B)(6) 2006)), recurrent abortion, spinal fusion surgery (reason: disc degenerated) in 2010, breast pain female, back pain, antiphospholipid syndrome, fitz-hugh-curtis syndrome, hematuria, hypertension, spinal fusion surgery, breast operation, back surgery, dental operation, hughes syndrome, cystoscopy, non-hodgkin's lymphoma, blood pressure, sleep disorder, cellulitis, sinusitis, mammogram, body mass index normal, anemia and urinary tract infection. Concomitant drugs (unspecified): pain and migraine medications, circulatory medications, lupus medications, depression/anxiety medications. Essure not removed. She planned to have it removed (non scheduled). She denied use of alcohol. Previously administered products included for an unreported indication: depo shot from 2009 to 2011 and implanon from 2006 to 2009. Concurrent conditions included systemic lupus erythematosis (lupus, not recovered. Lupus flares are more pronounced since the essure implant.) Since 2008, lupus erythematosus, swelling of legs, shortness of breath, nausea, vomiting, contusion, edema, cough, syncope, vaginal discharge, nonsmoker, ataxia, weakness, tachycardia and multiple sclerosis. Family history included breast cancer and crohn's disease (sister). Concomitant products included duloxetine and escitalopram for depression and anxiety, topiramate for headache, sumatriptan for migraine, tizanidine for muscle spasms, oxycodone hydrochloride;paracetamol (percocet) for pain, trazodone for sleep disorder therapy as well as acetylsalicylic acid (cartia), alendronate sodium (fosamax), alprazolam (xanax), amlodipine, armodafinil (nuvigil), azathioprine, clonidine, fluconazole, fluoxetine, hydrocodone bitartrate;paracetamol (norco), hydroxychloroquine, hydroxychloroquine, lisinopril, methylprednisolone, mycophenolate mofetil (mycophenolate), prednisone, sulfamethoxazole;trimethoprim (bactrim), sulfamethoxazole;trimethoprim (mortin), sumatriptan succinate (imitrex df), venlafaxine hydrochloride (effexor) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), antiphospholipid syndrome (seriousness criterion medically significant), myelitis transverse (seriousness criterion medically significant), back pain ("severe back pain / pronounced lower back pain / pronounced lower back sharp pain / chronic pain / low pain / pain/ back pain"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations/"), migraine ("migraines"), loss of libido ("no sex drive/low sex drive"), alopecia ("hair loss"), dental caries ("tooth decay"), abdominal pain lower ("low tummy area sharp cramps / cramp immensely"), hypoaesthesia ("numbness"), fibromyalgia ("fibromyalgia"), osteoporosis ("osteoporosis"), adverse event ("random diagnoses"), menorrhagia ("heavy and prolonged bleeding") and dysmenorrhoea ("menstrual pain"). In (B)(6) 2012, the patient experienced pelvic pain ("chronic pelvic pain /pelvic pain,") and dyspareunia ("pain during intercourse"). In 2013, the patient experienced arthralgia ("more pronounced joint pain") and chest discomfort ("chest issues"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), urinary incontinence ("lost bladder control"), headache ("headaches"), rash ("rashes"), loss of personal independence in daily activities ("loss of independence"), abdominal distension ("low tummy area swelling"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), allergy to metals ("allergic to nickel"), urinary tract disorder ("urinary issues"), vulvovaginal mycotic infection ("yeast infection"), chest pain ("chest pain"), respiratory tract infection ("respiratory infection"), anaemia ("anemia") and urinary tract infection ("uti"). The patient was treated with doxepin, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), gabapentin, methocarbamol (robaxin), morphine, oxycodone hydrochloride (oxycontin), topiramate (topamax) and back brace. Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic pain, systemic lupus erythematosus, back pain, depression, anxiety, migraine, headache, loss of libido, abdominal pain lower, fibromyalgia, arthralgia and chest discomfort had not resolved and the genital haemorrhage, antiphospholipid syndrome, myelitis transverse, fatigue, weight fluctuation, dyspareunia, urinary incontinence, alopecia, rash, dental caries, loss of personal independence in daily activities, abdominal distension, hypoaesthesia, osteoporosis, adverse event, mental disorder, menorrhagia, dysmenorrhoea, allergy to metals, urinary tract disorder, vulvovaginal mycotic infection, chest pain, respiratory tract infection, anaemia and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, alopecia, anaemia, antiphospholipid syndrome, anxiety, arthralgia, back pain, chest discomfort, chest pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, loss of libido, loss of personal independence in daily activities, menorrhagia, mental disorder, migraine, myelitis transverse, osteoporosis, pelvic pain, rash, respiratory tract infection, systemic lupus erythematosus, urinary incontinence, urinary tract disorder, urinary tract infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: she was prescribed morphine for abdominal pain. Plaintiff is currently planning for essure removal. Insertion date :- (B)(6) 2012,(B)(6) 2012. As per reported. If you have not had your essure removed, are you currently planning for essure removal: yes. Current weight 151 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. On (B)(6) 2012 - essure confirmation test(dye test) - results not specified (B)(6) 2009: mammo digital diagnostic bilat rdo (as given: moderate fibroglandular tissue density is present in both breasts. The left breast is otherwise unremarkable. The right breast shows some focal asymmetric density in the mid aspect of the breast, likely representing a summation shadow; however, because of the lack of prior mammograms, further evaluation with spot compression and rolled views of the right breast in cc projection is recommended. In addition, there is some asymmetric increased density in the retroareolar region of the right breast with no definitive focal lesion. There is suggestion of mild nipple retraction. This could also be reevaluated on the cc projection. In addition, evaluation of the right breast with ultrasound is recommended with attention to the 12 o'clock position as well as the retroareolar location. (B)(6) 2010: MRI lumbar spine wo+w contrast: mild interval progression of anterolisthesis of l5 over s1 since (B)(6) 2010. There is now grade ii spondylolisthesis of approximately 50%. There is persistent moderately severe bilateral neural foramina narrowing and mild central canal stenosis, not significantly changed (B)(6) 2013-CT lumbar spine wo contrast: post surgical and degenerative changes noted without acute lumbar findings. (B)(6) 2013:CT scan of the abdomen and pelvis with oral contrast.no acute intracranial or pelvic findings (B)(6) 2015:xr chest ap or pa vw (as given):findings suggest the possibility of early interstitial edema. (B)(6) 2015:cta chest w wo contrast:no pulmonary embolus. The lungs are clear.bilateral axillary lymphadenopathy (B)(6) 2016:fl spinal puncture lumbar diagnostic:technically successful fluoroscopically guided lumbar puncture. (B)(6) 2016:mammo digital screen bilateral: bl rads category: 2 - benign (B)(6) 2016: us venous lower extremity bl lateral w compression:no evidence of deep venous thrombosis involving either lower extremity. (B)(6) 2016:cta chest w wo contrast:no evidence of pulmonary thromboembolus.bilateral axillary lymphadenopathy has improved since (B)(6) 2015.streaky airspace disease in the left lung base is most compatible with subsegmental atelectasispneumonia is felt less likely. (B)(6) 2017:cta chest w wo contrast:no evidence of pulmonary thromboembolus or other acute cardiopulmonary abnormality. Improving bilateral axillary lymphadenopathy quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received .lot no was added. New events added menorrhagia, yeast infection,chest pain, respiratory infection , anemia, uti, urinary disorder, dysmenorrhea allergic to nickel. Reporter information, medical history, concomitant drug and history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.